Manufacturer narrative:
Concomitant medical products - cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. C-utlmy-701j-rsc-abrm-hc-fst-rd. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient underwent placement of a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter on an unspecified date for an unspecified indication. Leaks were observed from the red & blue hubs at an unspecified time following implant. The circumstances and handling conditions leading up to the event are not known. The device was completely explanted and replaced. No further event or patient information was provided. The device was received by the manufacturer for evaluation.

Manufacturer narrative:
Cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. Rpn c-utlmy-701j-rsc-abrm-hc-fst-rd. Investigation - summary: a review of the visual inspection , functional test, interview personnel, drawing, quality control, and specifications of the returned device was conducted was conducted during the investigation. The actual cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter was returned for investigation in used and damaged condition. Visual inspection and functional testing of the returned device were performed. Both blue and red hubs exhibited cracks below the microclave fittings. The blue and red hubs were leak tested. Leaks were confirmed at the cracks. This product is an insert mold design and the od of the extension tubing was within manufacturing specifications. A document-based investigation evaluation showed no evidence to suggest the product was not made to specifications. A device history record review could not be performed as the complaint lot number was not provided. The catheter was returned with connectors from other manufacturer attached to both of the cracked hubs. Due to the location of the cracks, and because two lumens on the same extension tube showed similar cracking, it is feasible that the connector to luer connection met with excessive torquing, causing cracking and leakage. Based on the provided information, inspection of returned product, and the investigation, the root cause of this failure is probably related to product use or handling technique. Per the risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.